Event description:
Additional information was received: it was reported that the patient got a new error message on the handset: communicator not found.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the communicator experienced intermittent communication issues, as the communicator could not consistently make contact with the implantable pulse generator (ipg) for a patient undergoing deep brain stimulation. The issue was observed at the patient's home, but during a clinical visit, communication with the ipg was successful using both the clinician and patient programmers, and the reported issue could not be replicated. A reset was performed as a troubleshooting step. The issue was not resolved at the time of the report, and a follow-up visit was planned to determine if a device switch would be necessary. No patient complications have been reported as a result of this event. It was reported that the communicator battery was not charged. Additional information was received: it was reported that the patient needed to read out their ins and turn back on after passing the security gate in an airport and there was an intermittent connection between the ins and programmer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.